Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, a dissection occurred during a transaxillary transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. No resistance was encountered during 14 fr esheath plus, but since resistance encountered during 26 mm commander delivery system advancing, it was resolved by filling propofol into the sheath. After the sheath removal, dissection approximately five centimeters long from puncture site was observed. The dissection was repaired surgically. As difference in blood pressure between left and right was observed, ballooning with 6.0 x 40 mm balloon inserted from right femoral artery was performed to treat. Angiography showed acceptable blood flow and resolving difference in blood pressure between left and right. The procedure was completed. As per the operator, resistance was encountered at dissection site. Vascular fragility by diabetes mellitus might have caused the event.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Per the technical summary: the IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. This event will be included in ongoing monitoring and trending. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. In this case, the reported difficulty advancing through the sheath, leading to vascular dissection could not be confirmed as no device or relevant imagery was returned for evaluation. The available information suggests patient factors (tortuosity) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.